Event description:
The rptr stated that the device was explanted due to constant burning pain in back, shoulders, down to the hands and into intestines. The rptr stated that the device was adjusted several times by a service technician but ultimately had to be removed. The rptr has spoken with the MFR several times with no satisfactory results.